Event description:
E was initially received via regulatory authority (B)(4) on 06-jul-2018. This spontaneous case was reported by a consumer and describes the occurrence of the first episode of device expulsion ("one device was in the uterus"), device breakage ("one device is broken in two") and the second episode of device expulsion ("the other device was in the womb") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. On an unknown date, the patient experienced the first episode of device expulsion (seriousness criteria medically significant and intervention required) with device ineffective, device breakage (seriousness criterion medically significant), the second episode of device expulsion (seriousness criterion medically significant), insomnia ("insomnia"), myalgia ("muscle pain all over the body"), osteoporosis ("osteoporosis"), epicondylitis ("epicondylitis in arms"), spinal osteoarthritis ("arthrosis in the vertebral column"), rash ("frequent rash"), pruritus generalised ("itching all over the body"), polymenorrhoea ("menstruation 2, 3 or 4 times per month"), arthralgia ("hip pain"), fatigue ("tiredness (sometimes she cannot get out of bed)"), pelvic discomfort ("stinging sensation in pelvic area"), gastrointestinal inflammation ("intestinal inflammation"), visual impairment ("she has lost three diopters of vision"), tooth dislocation ("her teeth are moving") and tooth loss ("she has lost two dental pieces"). The patient was treated with surgery (hysteroscopy in (B)(6) 2018 and surgical hysteroscopy and laparoscopy on (B)(6) 2018). At the time of the report, the device breakage, the last episode of device expulsion, insomnia, myalgia, osteoporosis, epicondylitis, spinal osteoarthritis, rash, pruritus generalised, polymenorrhoea, arthralgia, fatigue, pelvic discomfort, gastrointestinal inflammation, visual impairment, tooth dislocation and tooth loss had not resolved. The reporter provided no causality assessment for arthralgia, device breakage, epicondylitis, fatigue, gastrointestinal inflammation, insomnia, myalgia, osteoporosis, pelvic discomfort, polymenorrhoea, pruritus generalised, rash, spinal osteoarthritis, tooth dislocation, tooth loss, visual impairment, the first episode of device expulsion and the second episode of device expulsion with essure. The reporter commented: on (B)(6) 2018 she went to the surgery rom authorizing a surgical hysteroscopy and laparoscopy, but only one device was removed (coil in the uterus) through hysteroscopy. Her family was informed that the other device was in the womb, she has pending a medical consultation to confirm the location to perform another surgery. Diagnostic results: after three months of insertion a radiography with contrast media was performed to verify if the fallopian tubes were blocked but one of them was not blocked for that reason she needed a tubal ligation. The metal allergy test is pending. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 10-jul-2018 for the following meddra preferred terms: device expulsion: the analysis in the global safety database revealed 1.026 cases. Device breakage: the analysis in the global safety database revealed 2.718 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 06-jul-2018. The most recent information was received on 09-aug-2018. This spontaneous case was reported by a consumer and describes the occurrence of the first episode of device expulsion ("one device was in the uterus"), device breakage ("one device is broken in two") and the second episode of device expulsion ("the other device was in the womb") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. On an unknown date, the patient experienced the first episode of device expulsion (seriousness criteria medically significant and intervention required) with device ineffective, device breakage (seriousness criterion medically significant), the second episode of device expulsion (seriousness criterion medically significant), insomnia ("insomnia"), myalgia ("muscle pain all over the body"), osteoporosis ("osteoporosis"), epicondylitis ("epicondylitis in arms"), spinal osteoarthritis ("arthrosis in the vertebral column"), rash ("frequent rash"), pruritus generalised ("itching all over the body"), polymenorrhoea ("menstruation 2, 3 or 4 times per month"), arthralgia ("hip pain"), fatigue ("tiredness (sometimes she cannot get out of bed)"), pelvic pain ("stinging sensation in pelvic area"), gastrointestinal inflammation ("intestinal inflammation"), visual impairment ("she has lost three diopters of vision"), tooth dislocation ("her teeth are moving") and tooth loss ("she has lost two dental pieces"). The patient was treated with surgery (hysteroscopy in (B)(6) 2018 and surgical hysteroscopy and laparoscopy on (B)(6) 2018). At the time of the report, the device breakage, the last episode of device expulsion, insomnia, myalgia, osteoporosis, epicondylitis, spinal osteoarthritis, rash, pruritus generalised, polymenorrhoea, arthralgia, fatigue, pelvic pain, gastrointestinal inflammation, visual impairment, tooth dislocation and tooth loss had not resolved. The reporter provided no causality assessment for arthralgia, device breakage, epicondylitis, fatigue, gastrointestinal inflammation, insomnia, myalgia, osteoporosis, pelvic pain, polymenorrhoea, pruritus generalised, rash, spinal osteoarthritis, tooth dislocation, tooth loss, visual impairment, the first episode of device expulsion and the second episode of device expulsion with essure. The reporter commented: on (B)(6) 2018 she went to the surgery room authorizing a surgical hysteroscopy and laparoscopy, but only one device was removed (coil in the uterus) through hysteroscopy. Her family was informed that the other device was in the womb, she has pending a medical consultation to confirm the location to perform another surgery. Diagnostic results: after three months of insertion a radiography with contrast media was performed to verify if the fallopian tubes were blocked but one of them was not blocked for that reason she needed a tubal ligation. The metal allergy test is pending. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.